Manufacturer narrative:
The complainant indicated the device will not be returned for eval; therefore a failure analysis is not available, and we are not able to determine the root cause of this event.

Event description:
Same case as 6000093-2007-00383. It was reported by a medwatch form (mw1041435) submitted by the pt that four months post a coronary drug eluting stenting treatment procedure, a "heart attack" and "resulting angioplasty" occurred. In 2006 the pt had two taxus express2 drug eluting stents placed. A 2.5x20mm and another of unknown size. Additional info regarding this event has been requested.